Manufacturer narrative:
Unit received with blank display due to corroded battery tube threads and battery cap contact. Unit was tested with test battery cap. Unit received with cracked top part of the battery cap. Unit passed displacement test. Unit received with minor scratched display window and case.

Event description:
The customer reported via phone call that the insulin pump had a blank display and cosmetic damage. The patient¿s blood glucose level was 105 mg/dl at the time of the incident. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device is expected to be returned for analysis.